Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator failed a test step. There was no harm or injury reported. The ventilator was evaluated by a field service engineer and the customer¿s complaint was confirmed. The device's active exhalation control module, 3-way solenoid valve and system board need to be replaced to address the issue. The active exhalation control module (proportional valve) was evaluated by the manufacturer's product investigation laboratory (pil) and found the active exhalation control module (proportional valve) functioned as designed and operated without issue or error codes.

Event description:
The manufacturer received information alleging a ventilator failed a test step. There was no harm or injury reported. The ventilator was evaluated by a field service engineer and the customer¿s complaint was confirmed. The device's active exhalation control module, 3-way solenoid valve and system board need to be replaced to address the issue.